Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized for hyperglycemia on an unknown date. Customer's blood glucose level was 991 mg/dl at the time of incident. Customer stated that there might be something wrong with their insulin pump and want it to get checked. Troubleshooting was not performed. The insulin pump will not be returned for analysis.